Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for complex regional pain syndrome type I and spinal pain reported the tingling sensation from the implantable neurostimulator (ins) was bothering them and was uncomfortable so they decided to turn the device off. The consumer forgot to charge the device and was now seeing the poor communication screen on the patient programmer (pp) and was unable to connect using the pp or the recharger. The consumer wasn't sure the last time they had a successful charging session, but the last time they felt stimulation was in (B)(6) 2015. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.